Event description:
Pt underwent surgery for l3-4 & l4-5 lateral interbody fusion; decompression of l3-4 l4-5; posterolateral fusion l3-4, l4-5; posterior pedicle screws instrumentation l3-4, l4-5; use of interbody device l3-4, l4-5. Post-operatively patient developed multi-epidural abcesses, fever, increasing weakness to bilat upper & lower extremities leading to paralysis. Multiple debridements were required for the abcesses.

Event description:
Pt underwent surgery for l3-4 & l4-5 lateral interbody fusion; decompression of l3-4 l4-5; posterolateral fusion l3-4, l4-5; posterior pedicle screws instrumentation l3-4, l4-5; use of interbody device l3-4, l4-5. Post-operatively patient developed multi-epidural abcesses, fever, increasing weakness to bilat upper & lower extremities leading to paralysis. Multiple debridements were required for the abcesses.